Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that discrepant patient results were generated after using two different lots of the axsym reagent. In 2008, the results were 70 and 69 u/ml with reagent lot# 64015lf00. Fifteen days later, another sample from the patient was tested in triplicate using lot# 66466lf00 and all three results repeated at 20 u/ml. The account believes the discrepant results are possibly due to a sample handling issue or the incorrect tube and not the right patient was tested on original date. The account stated they have not been able to confirm there was a tube mix up. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation (other): device/samples not returned. A reviewed of manufacturing documentation. All values for controls and panels at both the factory calibration and the masterlot testing states for both reagent lots were aligned. This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. In response to this issue and investigation was performed for the axsym reagent kit. As part of the investigation, the axsym analyzer, maintenance records were reviewed. The records indicated that the instrument decontamination was performed three weeks prior to this issue and that the sample needle was replaced two weeks prior. The process needle was noted as being over one year old and the meia check was performed one week prior and recorded an intensity of 9.45. The two axsym calibration curves produced on original date and fifteen days later, were checked by the customer and were noted as being very close to each other and located on the reference curves, indicating no performance issues with the reagents. Review of the manufacturing documentation did not reveal any issues related to the complaint that would indicate that there was a product deficiency. A review of the quality testing for the axsym reagent lots in question revealed all release specifications were met. All values for controls and panels at both the factory calibration and the masterlot testing states for both reagent lots were aligned and no issues were identified relating to the customer's observation. A review of the complaint trending reports was performed for period of six months prior to original month, which indicated there were no adverse trends for the device. The customer indicated that there may have been a specimen handling or tube problem, but they were unable to confirm if there was a sample mix up. The axsym package insert documents guidelines on the sample collection and preparation that is required when utilizing this assay. Based upon the investigation, it was determined that axsym reagent kit, is performing within its intended use, specification and label claim. No deficiency with this product or additional issues were identified during the investigation. This is the final report.